Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and death are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2015, the patient was hospitalized. Coronary angiography was performed and noted diffuse stenosis of 99% in the distal left anterior descending (lad) artery. Two xience xpedition stents (2.5x38mm, 2.75x18mm) were implanted and the patient was discharged to home on (B)(6) 2015. On (B)(6) 2018, the patient presented to the hospital with chest pain. Acute myocardial infarction was diagnosed. Although resuscitation attempts were made, including rescue medications, the patient died on (B)(6) 2018. No additional information was provided.